Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that the infusion set had a bent cannula and that the insulin pump was under delivering insulin. Patient reported high blood glucose of 572 mg/dl and reported symptoms of weakness, fatigue, headache and thirst. Patient was admitted to the hospital and treated with insulin drip. Troubleshooting did occur and problem was resolved. Product will not be returned for analysis.